Manufacturer narrative:
The above components were removed during revision knee surgery. The surgeon explained that the patients tibia had collapsed medially possibly as a result of a fracture and a high bmi. He has not requested any feedback and is not expecting to be contacted for further information. Update 01 april 2016 - the bone had the possible fracture. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon explained that the patients tibia had collapsed medially possibly as a result of a fracture and a high bmi. Update 01 april 2016 - the bone had the possible fracture.